Event description:
--------

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
The device is currently being analyzed in our (B)(4) laboratory. This product issue will be updated when device evaluation is complete.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had displayed elective replacement indicator (eri). The charge time was 19.7 seconds and the monitoring voltage was 2.56v. The device is included in the mid-life display of replacement indicators advisory population. The device was subsequently explanted and returned for routine testing. No adverse patient effects were reported.